Manufacturer narrative:
PMA k#: p050017/s006. Supplementary report is being submitted as a cancellation report. The events reported in this report are already captured in (B)(4) (report reference number: 3001845648-2023-00480).

Event description:
Supplementary report is being submitted as a cancellation report. The events reported in this report are already captured in (B)(4) (report reference number: 3001845648-2023-00480).

Manufacturer narrative:
PMA k #p050017/s006. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Fransson, 2023, randomized clinical trial comparing drug eluting stent zilver ptx® versus bare metal stent zilver flex® for treatment of lesions in femoral and popliteal arteries in chronic limb threatening ischemia. Patients presenting with clti scheduled for endovascular treatment of fp lesions were randomly assigned by blinded envelopes 1:1 in a single blinded, parallel group design to des or bms after lesion crossing. Primary endpoints were target lesion revascularization (tlr) at 12 and 24 months and primary patency at 12 and 24 months. Secondary endpoints were technical success (ts), clinical success, secondary patency at 12 and 24 months, limb salvage, serious adverse events (sae) at 24 month and survival at five years. This file was opened to capture the occurrence of predischarge retreatment in the zilver flex group. Require intervention/additional procedures.